Manufacturer narrative:
No parts to be returned to the manufacturer for evaluation as the part was lost in transit. UDI and manufacture date not available for this instrument at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that the site had a damaged open spine clamp. The site reported that the clamp will not fully engage to tighten. There was no reported patient impact.